Manufacturer narrative:
Investigation evaluation: the complaint could not be confirmed. The device was opened and closed outside an endoscope, and the clip moved freely with only a slight click as it approached the fully closed position. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. In this endoscope position, the clip would not open without back and forth movement of the device sheath in the endoscope. The clip was closed on two layers of simulated tissue and was successfully deployed by applying an expected amount of force to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use include the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. After the polypectomy, there was slight bleeding and a clip was placed for hemostasis. The clip was put on the site and was closed, but could not be released from the system. It was also not possible to reopen the clip. The physician used some tension on the application system to withdraw the clip from the mucosa. After several attempts, the clip was removed from the tissue. The procedure was finished with another instinct clip.